Event description:
Pt undergoing a surgical procedure to repair a herniated disk l5/s1. A microendoscopic pituitary ronguer used for endoscopic laminectomy broke at the tip. The 0.5mm x 3mm piece of metal was left in the pt as it could not be seen on fluoro. The pt experienced increase in pain and inability to ambulate requiring a re-entry and removal of the metal fragment six days after the initial procedure. The broken instrument was turned over to the MFR's rep on 02/07/2001.